Event description:
The customer stated, she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. The programming was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.